Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. As a result, customer went to the emergency room (ER) with an elevated blood glucose level of 379 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the ER 8 hours later on (B)(6) 2021 with no permanent damage. Customer continued to use pump for insulin therapy.